Event description:
The celldyn 1800 analyzer generated erratic hemoglobin (hgb) results on one patient. The same sample was run 4 times with the following results: 7.2 g/dl, 9.1 g/dl, 9.6 g/dl, 5.0 g/dl. The sample was not sent out for further testing or verified by another method. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) visited the account and found nothing wrong with the analyzer. The fsr suspected the sample was incorrectly drawn. The fsr adjusted/cleaned/lubricated/aligned the hgb flowcell and verified the precision and control runs to resolve the issue. In addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) were reviewed and no adverse trends were identified. This is the final report.